Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.

Event description:
It was reported during a right atrial flutter and pulmonary vein ablation procedure performed with a safire tx ablation catheter a pericardial effusion occurred. The physician carried out extensive ablation on the cardiotricuspid isthmus and created a posterior lateral line from the superior vena cava to the inferior vena cava. The physician noted that the safire tx catheter would only deflect in one direction during the procedure. The pt appeared stable immediately following the procedure but became hypotensive several hours post-procedure. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed with no further complications. Due to the extensive amount of ablation done between the superior and inferior vena cavas, it is thought this is the most likely location of the cardiac perforation. The pt is doing well.